Event description:
Ten minutes after initiating bypass, blood was noted to be leaking below the heat exchanger of the oxygenator of the bypass circuit. After completion of the anastomosis to the right coronary artery, the pt was temporarily weaned off bypass until the leak was resolved. In the meantime, the proximal anastomosis was performed, and once the anastomosis was complete, the pt was placed back on bypass. Replacement of the oxygenator took approximately five minutes. The system had been on since 06:30am without a leak. The leak occurred at 10:10am. Due to the blood loss from within the circuit and leak, the surgeon elected to transfuse the pt with two units of blood. The first post-op hematocrit was 30.0.